Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test-unknown. Concomitant products included medroxyprogesterone acetate (depoprovera) (B)(6) 2011 for contraception as well as nsaids since (B)(6) 2011 and paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced depression ("psych injury/depression") and anxiety ("mental anguish"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleed"), abdominal pain ("abdominal pain"), urinary tract disorder ("urinary problem") and bladder disorder ("bladder problems") and was found to have a pregnancy with contraceptive device ("pregnant"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, urinary tract disorder, depression, bladder disorder, mood swings, vaginal haemorrhage, menorrhagia, female sexual dysfunction, anxiety, migraine, nausea, dysmenorrhoea, vaginal discharge and pregnancy with contraceptive device outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, mood swings, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion: (B)(6) 2010, (B)(6) 2011. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2020: pfs and mr received. New events added: pregnant, mood swings, abnormal bleeding (vaginal), menorrhagia, apareunia, & mental anguish, migraines /headaches, nausea, dysmenorrhea (cramping), pain, vaginal discharge, fatigue. Previously added event psychological or psychiatric problems was updated to depression. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: essure confirmation test-unknown. Concomitant products included medroxyprogesterone acetate (depoprovera) (B)(6) 2011 to (B)(6) 2011 for contraception as well as nsaids since (B)(6) 2011 and paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced depression ("psych injury/depression") and anxiety ("mental anguish"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleed"), abdominal pain ("abdominal pain"), urinary tract disorder ("urinary problem") and bladder disorder ("bladder problems") and was found to have a pregnancy with contraceptive device ("pregnant"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, urinary tract disorder, depression, bladder disorder, mood swings, vaginal haemorrhage, menorrhagia, female sexual dysfunction, anxiety, migraine, nausea, dysmenorrhoea, vaginal discharge and pregnancy with contraceptive device outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, mood swings, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion: (B)(6) 2010, (B)(6) 2011. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), premature delivery ('premature delivery') and pregnancy with contraceptive device ('pregnant live birth with complications') in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: essure confirmation test-unknown. Concomitant products included medroxyprogesterone acetate (depoprovera) (B)(6) 2011 to (B)(6) 2011 for contraception as well as nsaids since (B)(6) 2011 and paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced depression ("psych injury/depression") and anxiety ("mental anguish"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vaginal discharge ("vaginal discharge"), mood swings ("mood swings"), migraine ("migraines / headaches"), nausea ("nausea") and fatigue ("fatigue"). On (B)(6) 2012, the patient experienced premature delivery (seriousness criterion medically significant), 2 years 1 month after insertion of essure. On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abdominal pain ("abdominal pain"), genital haemorrhage ("general abnormal bleed"), urinary tract disorder ("urinary problem") and bladder disorder ("bladder problems"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, premature delivery, pregnancy with contraceptive device, abdominal pain, dysmenorrhoea, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, vaginal discharge, urinary tract disorder, depression, bladder disorder, mood swings, anxiety, migraine and nausea outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, mood swings, nausea, pelvic pain, pregnancy with contraceptive device, premature delivery, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2010, (B)(6) 2011 as per pfs 2nd delivery- (B)(6) 2011, 3rd delivery (B)(6) 2012 (youngest delivery was premature and pregnant with after having essure). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-mar-2020: pfs received : event "premature delivery" added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective. Medical conditions: essure confirmation test-unknown. Concomitant products included: medroxyprogesterone acetate (depoprovera) 22-jan-2011 to april 2011. For contraception as well as nsaids, since may 2011 and paracetamol (acetaminophen), since may 2011. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced, depression ("psych injury/depression") and anxiety ("mental anguish"). On may 2011, the patient experienced, pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), vaginal haemorrhage (abnormal bleeding ("vaginal")), menorrhagia (abnormal bleeding ("menorrhagia")), female sexual dysfunction (apareunia ("inability to have sexual intercourse")), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea (dysmenorrhea ("cramping")), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleed"), abdominal pain ("abdominal pain"), urinary tract disorder ("urinary problem") and bladder disorder ("bladder problems"). And was found to have a pregnancy with contraceptive device ("pregnant"). The patient was treated, with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, urinary tract disorder, depression, bladder disorder, mood swings, vaginal haemorrhage, menorrhagia, female sexual dysfunction, anxiety, migraine, nausea, dysmenorrhoea, vaginal discharge and pregnancy with contraceptive device outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, mood swings, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted, in date of insertion (B)(6) 2010, (B)(6) 2011. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-feb-2020, quality safety evaluation of ptc (product technical complaint). Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), premature delivery ('premature delivery') and pregnancy with contraceptive device ('pregnant live birth with complications') in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included depression and anxiety. Essure confirmation test-unknown. Concomitant products included medroxyprogesterone acetate (depoprovera)(B)(6) 2011 to (B)(6) 2011 for contraception as well as bupropion hydrochloride (wellbutrin), gabapentin, nsaids since (B)(6) 2011, paracetamol (acetaminophen) since (B)(6) 2011, prazosin hydrochloride (minipress) and quetiapine fumarate (seroquel). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vaginal discharge ("vaginal discharge"), mood swings ("mood swings"), migraine ("migraines / headaches"), nausea ("nausea") and fatigue ("fatigue"). On (B)(6) 2012, the patient experienced premature delivery (seriousness criterion medically significant), 10 months 25 days after insertion of essure. On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abdominal pain ("abdominal pain"), genital haemorrhage ("general abnormal bleed"), urinary tract disorder ("urinary problem"), depression ("psych injury/depression"), bladder disorder ("bladder problems"), anxiety ("mental anguish"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("infection-urinary tract infection") and post procedural complication ("post removal complication"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved and the premature delivery, pregnancy with contraceptive device, dysmenorrhoea, female sexual dysfunction, vaginal discharge, urinary tract disorder, depression, bladder disorder, mood swings, anxiety, migraine, nausea, vaginal infection, dyspareunia and urinary tract infection outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, mood swings, nausea, pelvic pain, post procedural complication, pregnancy with contraceptive device, premature delivery, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2010, (B)(6) 2011 as per pfs 2nd delivery- (B)(6) 2011, 3rd delivery (B)(6) 2012 (youngest delivery was premature and pregnant with after having essure) which is captured under case (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), premature delivery ('premature delivery') and pregnancy with contraceptive device ('pregnant live birth with complications') in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included depression and anxiety. Essure confirmation test-unknown. Concomitant products included medroxyprogesterone acetate (depoprovera)(B)(6) 2011 to (B)(6) 2011 for contraception as well as bupropion hydrochloride (wellbutrin), gabapentin, nsaids since (B)(6) 2011, paracetamol (acetaminophen) since (B)(6)2011, prazosin hydrochloride (minipress) and quetiapine fumarate (seroquel). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vaginal discharge ("vaginal discharge"), mood swings ("mood swings"), migraine ("migraines / headaches"), nausea ("nausea") and fatigue ("fatigue"). On (B)(6)-2012, the patient experienced premature delivery (seriousness criterion medically significant), 10 months 25 days after insertion of essure. On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abdominal pain ("abdominal pain"), genital haemorrhage ("general abnormal bleed"), urinary tract disorder ("urinary problem"), depression ("psych injury/depression"), bladder disorder ("bladder problems"), anxiety ("mental anguish"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("infection-urinary tract infection") and post procedural complication ("post removal complication"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved and the premature delivery, pregnancy with contraceptive device, dysmenorrhoea, female sexual dysfunction, vaginal discharge, urinary tract disorder, depression, bladder disorder, mood swings, anxiety, migraine, nausea, vaginal infection, dyspareunia and urinary tract infection outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, mood swings, nausea, pelvic pain, post procedural complication, pregnancy with contraceptive device, premature delivery, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2010, (B)(6) 2011 as per pfs 2nd delivery- (B)(6) 2011, 3rd delivery(B)(6) 2012 (youngest delivery was premature and pregnant with after having essure) which is captured under case 2020-082251 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received events 'post removal complication' was added. Outcome for the event pain and bleeding was added as recovered based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), premature delivery ('premature delivery') and pregnancy with contraceptive device ('pregnant live birth with complications') in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included depression and anxiety. Essure confirmation test-unknown. Concomitant products included medroxyprogesterone acetate (depoprovera)(B)(6) 2011 to april 2011 for contraception as well as bupropion hydrochloride (wellbutrin), gabapentin, nsaids since may 2011, paracetamol (acetaminophen) since may 2011, prazosin hydrochloride (minipress) and quetiapine fumarate (seroquel). On (B)(6) 2011, the patient had essure inserted. In may 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vaginal discharge ("vaginal discharge"), mood swings ("mood swings"), migraine ("migraines / headaches"), nausea ("nausea") and fatigue ("fatigue"). On (B)(6) 2012, the patient experienced premature delivery (seriousness criterion medically significant), 10 months 25 days after insertion of essure. On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abdominal pain ("abdominal pain"), genital haemorrhage ("general abnormal bleed"), urinary tract disorder ("urinary problem"), depression ("psych injury/depression"), bladder disorder ("bladder problems"), anxiety ("mental anguish"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), dyspareunia ("dyspareunia (painful sexual intercourse)") and urinary tract infection ("infection-urinary tract infection"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain and abdominal pain was resolving and the premature delivery, pregnancy with contraceptive device, dysmenorrhoea, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, vaginal discharge, urinary tract disorder, depression, bladder disorder, mood swings, anxiety, migraine, nausea, vaginal infection, dyspareunia and urinary tract infection outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, mood swings, nausea, pelvic pain, pregnancy with contraceptive device, premature delivery, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2010, (B)(6) 2011 as per pfs 2nd delivery- (B)(6) 2011, 3rd delivery (B)(6) 2012 (youngest delivery was premature and pregnant with after having essure) which is captured under case (B)(4) quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received events "infection (bladder/ urinary tract/vaginal) type: vaginal, dyspareunia (painful sexual intercourse)" and urinary tract infection were added. Medical history and patient demographics were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.